Manufacturer narrative:
Additional information updated with manufacturer plant location and material and batch number a mz1000 china component was received in opened packaging from lot 22115620 for investigation. The maxzero connector was received connected to a bd flush syringe. The customer reported that when priming, they experienced resistance when passing saline through the maxzero. The returned sample was subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe; slow flow was observed with some resistance met when depressing the syringe; this was confirmed when testing with a bd stock maxzero connector for comparison. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed flow restriction could not be determined during the investigation of the assembly process. Furthermore analysis of the production records for lot 22115620 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
No additional information provided when the mz connector was connected to the precharge for venting, it was found that it could not be pushed and there was resistance.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ extension set was occluded. The following was translated from chinese to english: when the mz connector was connected to the precharge for venting, it was found that it could not be pushed and there was resistance.